Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.

Event description:
It was reported that during a stenting treatment procedure, the express biliary ld balloon ruptured. When the balloon was inflated for deployment of the stent, it ruptured and blood came back through the port. The physician successfully removed the balloon and used a different balloon to deploy the stent. There were no patient complications and the current patient condition is reported as 'ok'. Additional information has been requested about this event.